Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the cartridge lot# b201736 has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed; no damage or defects were noted. The cartridge was found to pass the leak, force and fill test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On the morning of (B)(6) 2012, the reporter contacted animas stating that insulin was leaking from the cartridge, the cartridge was half way filled with air and the patient experienced a blood glucose (bg) value of 396mg/dl with moderate ketones. The patient reportedly was treated with ezbg corrections and after treatment, the patient's bg was reported to be 264mg/dl with small ketones. The reporter stated that he usually does not have issues with air bubbles and that he is very careful priming the tubing to remove the air bubbles out of the cartridge. There were reportedly no visible defects in the cartridge. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation that the cartridge was leaking and had air bubbles.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.